Manufacturer narrative:
The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and noted thin leaflets. During grasping of the first clip on the a2p2 medial side, leaflet insertion was confirmed sufficient and while tightening the clip with full close a jet was seen and a leaflet tear had occurred. The clip was opened to check the leaflet and a 3 mm hole was seen where the clip arm seemed to hit. This clip was not implanted and was removed. There was some discussion about what size clip to use next and ultimately an xt cds was chosen and placed away from the leaflet tear as it was not intended to treat the leaflet tear, only the mr. This clip was implanted and mr was reduced to 1-2 and the mr residual from the leaflet injury was tolerated. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported unspecified tissue injury appears to be related to procedural condition. The reported patient effect of unspecified tissue injury as listed in the mitraclip nt system instructions for use, potential complications and adverse events section, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.